Event description:
Customer reported an erroneous high access toxo igg (toxoplasma gondii immunoglobulin g antibodies) test result was obtained for one pt sample when using the address 2 immunoassay system. Test results were reported out of the lab. Subsequent sample was drawn 20 days later. The test results were negative access toxo igg. The sample was sent to beckman coulter, inc. (Bci) for further testing. Test results were negative when tested with two lots of access toxo igg. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This is event 2 of 2 reported by this customer for two different pts tested on different days.

Manufacturer narrative:
Sample collection and centrifugation info was not supplied. Quality control was performed twice daily and was within specifications prior to and after the erroneous results. System checks were performed on (B)(4) 2009 and again on (B)(4) 2009, both were within specifications. System flags were not associated with the results. Service was not dispatched. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for add¿l reportable events. This MDR represents event 2 of 2 reported by this customer. The related MDR is 2122870-2011-03753.